Event description:
It was reported that during the use of an endotracheal tube (ett), the patient experienced low oxygen saturations and snoring respirations. Initially, the cuff of the ett was inflated with 10ml of air. An additional 2ml of air was added to the cuff, which temporarily improved the situation. However, the patient again experienced low oxygen saturations and snoring respirations, prompting the addition of another 4ml of air to the cuff. Despite these efforts, low oxygen saturations persisted. The patient was reintubated, and upon examination, it was found that the cuff had a leak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1, e2, e3, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pilot balloon presented a small cut. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. It was reported that during the use of an endotracheal tube (ett), the patient experienced low oxygen saturations from 78-90% and snoring respirations. Initially, the cuff of the ett was inflated with 10ml of air. An additional 2ml of air was added to the cuff, which temporarily improved the situation. However, the patient again experienced low oxygen saturations and snoring respirations, prompting the addition of another 4ml of air to the cuff. Despite these efforts, low oxygen saturations persisted. The patient was reintubated, and upon examination, it was found that the cuff had a leak. No further patient harm have been reported. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Check to verify that the cuff inflation system is not leaking. Integrity of the system should be verified periodically during the intubation period. Any deviation from the selected seal pressure should be investigated and corrected immediately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.